Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated the pump had not worked for her since implant. The patient stated they had been decreasing the medication in the pump and they were putting saline in the pump tomorrow. The patient also stated they were going to have the pump removed. The agent suggested that patient update her pump registration once the pump was the patient was redirected to their healthcare provider to further address the issue.